Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred.. As the 3.0x32mm omega stent was opened and prepped for use it was noted that the stent struts had "extended". The stent was elongated and hanging off the tip of the balloon. The procedure was completed with a different device. As there was no contact with the patient, no complications were reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 3.0x32mm omega stent was opened and prepped for use it was noted that the stent struts had "extended." The stent was elongated and hanging off the tip of the balloon. The procedure was completed with a different device. As there was no contact with the patient, no complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds) and stent with the shelf box and inner pouch. The balloon was tightly folded with the stent moved 11mm from the distal edge of the proximal markerband. The majority of the stent was damaged and exhibited numerous bent and flared struts. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).